Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 lot, h3, h4, h6, h7, h9. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 13.47 mm from its distal end. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad in the grasping section was worn away. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
It was reported the front-actuated grip's tip broke off. The issue occurred during a therapeutic rectal resection that was completed using a backup device with a procedural prolongation of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.